Event description:
The manufacturer received information alleging a patient's death. The device was used for the patient's medical condition of als. There was no allegation of device malfunction, and the cause of death was stated to be end stage als. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.